Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot test were performed and failed due to receiver has no power. Receiver log was downloaded by using sub-battery finding no error related to complaint. No receiver functional test was performed. A try it vibration test was performed and passed. An internal visual inspection was performed and passed. The vibrator motor resistance was measured and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.